Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from sales rep on (B)(6) 2019: upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant knee removed, revised, or re-operated. Reporter has indicated she does not have access to any additional information as the reporting site takes on all regulatory responsibilities, and all data is de-identified. This pi is for patient 6 of 23, revised due to aseptic loosening of implants. The patient was revised from pka to tka approximately after 4 year of implantation.